Event description:
Initial result for a patient urine creatinine was <0.2. When repeated, the result was 44.8. The incorrect result was not used to guide therapy. The field service representative found the sample arm assembly was misaligned and repaired the instrument by replacing the assembly.